Manufacturer narrative:
(B)(4). Investigation results: one flexiva 200 tractip laser fiber was returned broken into three pieces with tip detached. The first piece measured approximately 91.5 cm from the top of the connector to the break. The second piece measured approximately 43.4 cm from the break to the break and kinks were noted. The third piece measured approximately 180.7 cm from the break to the distal tip. The remainder of the fiber, including the connector, was not returned. The cause code for this event is manufacturing deficiency. The expose glass portion of the distal tip measures approximately 0.3 cm and was consistent with a fracture, and analyzed as tip detached. Review and analysis of all available information indicated that the cause code for this event is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this manufacturer report pertains to the second of two flexiva 200 tractip laser fibers that were used in the same procedure. It was reported to boston scientific corporation on (B)(6) 2018, that a flexiva 200 tractip laser fiber was used during a ureteroscopy and laser procedure in the kidney performed on (B)(6) 2018. According to the complainant, during the procedure, the nurse's finger was burned by the fiber. Reportedly, the nurse noted that fiber felt hot, observed the aiming beam on her finger, and let go of the fiber. Reportedly, the burn was not visible and there was no intervention done to treat the burnt area. A second flexiva 200 tractip laser fiber was used and burnt out. The procedure was completed with a third flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the fiber body broke and tip detached. Please refer to block h10 for full investigation details.